Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia with blood glucose value 40 mg/dl. The customers other blood glucose level was 300mg/dl. Customer also stated they experienced high blood glucose value and treated with bolus. The customer was treated with food for low blood glucose level. Customer declined to troubleshot for low blood glucose value. Customer stated they was on auto mode. The insulin pump will not be returned for analysis.